Event description:
It was reported on 05/15/2000 that, "in 2000, pt underwent surgery to the left eye. On 04/19/2000, adverse reactions included hypopyon and intraocular infection requiring secondary surgical intervention. Post-op complications included inflammation and vitritis and endophthalmitis. A vitrectomy and vitreous aspiration was completed. The results of aspiration showed a staph epi. The corneal status immediately post-op was okay. The dr feels that this issue is very possible lens related. Follow-up is being done by a retinal surgeon. The slit lamp examination of the left eye revealed that the cornea was clear and the anterior chamber is deep and relatively quiet. The intraocular lens is in excellent position. The fundoscopic examination of the left eye reveals that the hemorrhagic retinitis that was seen at the time of the vitrectomy is gradually resolving. Physician is quite pleased with the pt's post operative appearance. Visual acuity is much improved."